Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation was conducted to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer who stated that the system would repeat the error stating "surgeon side console (ssc) not connected to vision side cart (vsc)". Fse recommended a hard power cycle of system and the customer powered off the vsc at breaker. The customer stated the psc was still powered on and had a blue led. Fse advised an emergency power off (epo) of the psc and switch the breaker off. Then the fse had the customer confirm all components were now off with no blue led's. The psc still had drapes on arms. Then they reset the breakers and powered on the system. The system started up normally and both the ssc and psc homed; a da vinci is ready message was heard. Customer removed drapes and powered off the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes are an indication of the system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This event is being reported based on the following conclusion: it was reported that the minimally invasive procedure was converted to open after the start of the procedure due to system faults. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the technical support engineer (tse) that they had recoverable faults. The tse checked live logs and found several 23 and 40084 errors on the isi core controller (icc). The customer reported that they initially recovered, but then saw a red triangle on the screen. The tse walked the customer through a power cycle and verification of connections. The vision tower power cable was found to be unplugged. The customer began to power the system back on, but the system remained in self-test with the power buttons blinking blue. The tse then assisted the customer through a hard power cycle of the entire system. Upon power up, the system once again stayed in self-test with the power buttons blinking blue. The surgeon reported that the console showed a message that the cable to the vision tower was not connected. The tse had the customer trace the blue fiber cable to the core and verify connections. All connections were secure. The tse recommended another power cycle, but the surgeon did not want to proceed and converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was identified. Dvstat technical support was contacted for troubleshooting. The cna unplugged the system by mistake. The nurse manager shut the system down three times and followed the steps for troubleshooting. The surgeon converted to open. The patient tolerated the open surgery. The surgeon went into the procedure anticipating using the robot and not to do open surgery. There was no harm or injury to the patient. The patient had not come back to the hospital post-procedure.